Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that exposed to moisture, charge/battery lasts less than expected occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having the battery lasting less than expected and was exposed to moisture on event date of 30-jun-2021. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alarms/alerts/anomalies noted during testing or in the history/trace files, however, device received with high currents and unexpected low battery alert on 06/29/2021 19:34:00.000. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label and scratched case. Device was cut open with moisture damage on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, moisture damage pcba 1 and moisture damage on pcba 2 noted during visual inspection of the electronics. Device was confirmed for high currents and low battery alert due to moisture damage on electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.